Event description:
The manufacturer received information alleging a ventilator's lcd screen is white and unreadable. There was no harm or injury reported. The device has not yet been received by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator's lcd screen being unreadable. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.